Event description:
Patient reported device not beeping or vibrating when an error is generated, specifically the empty cartridge error. Patient stated the device beeps when the cartridge low warning alert is generated, but it does not when the empty cartridge error is generated and because of this their blood glucose was elevated to the 260 mg/dl range. Patient administered a correction bolus to bring down their blood glucose level. Patient's current condition is good.